Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a threshold suspend alarm and a vibrate anomaly on the insulin pump. Customer's blood glucose level was 180 mg/dl. Customer stated that the pump and sensor are not communicating together. Customer reported that the pump used to vibrate, but now it just beeps. Customer was assisted in performing a self test. Customer stated that the pump did not vibrate during the vibrate test. Customer was advised that a low transmitter alert indicates the transmitter needs to be charged. Insulin pump will need to be replaced. No additional information provided.